Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
It was reported that the patient's left knee was revised due to infection. A 2x16 ts insert was revised to a 2x19 ts insert (thicker insert used to address some laxity). Rep confirmed that no further information will be released by the hospital or surgeon.